Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The most recent blood glucose reading was 251 mg/dl, which was treated using the insulin pump. No significant events leading to the alarm were recalled. The customer's mother also reported that the bolus key did not work, and she also did not recall any significant events leading to the keypad issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with no button response on the express bolus button due to unlocked lcd keypad connector. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The device was received with a cracked reservoir tube lip.